Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2,h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The record settings were reviewed and was changed to hd and sd under saving images to memory, which resolved the issue. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image appeared black on the subject device with no output. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.